Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The annular dimensions of the native valve were an area of 486.5mm2 and a perimeter of 80/1mm. The patient was noted to have a fused right and left cusp. A pre-bav was performed with a 22mm and 24mm balloon but wasn't adequate. The valve was implanted at a depth of 5mm, but it appeared to be under expanded on fluoro with severe pvl. A post-bav was performed with a 24mm non-abbott balloon. The echo before discharge showed a mild pvl with a mean gradient of 4. There was no clinically significant delay in the procedure. The patient remained stable throughout.

Manufacturer narrative:
The device was not returned for analysis. An event of off-label use, valve underexpansion, perivalvular leak (pvl), and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion appears to be related to procedural conditions (unsuccessful pre-balloon aortic valvuloplasty) per case details. The reported pvl and aortic regurgitation are cascading events of the valve underexpansion. The reported off-label use is related to the patient having a fused left and right cusp. The navitor¿ transcatheter aortic valve implantation system instructions for use (IFU) states ¿the valve is contraindicated for patients with: -any leaflet configuration other than tricuspid¿. This deviation from the IFU did not appear to cause or contribute to any issues. The reported unexpected medical intervention was the result of case-specific circumstances, as a post-implant valvuloplasty was performed.